Event description:
During use of the wire, the md followed it with a sheath and noted that it was difficult to pass the sheath over the wire. He took the wire out and noted a barb on the wire. The wire was removed from the sterile field and sequestered for risk management.